Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not removing air during cartridge fill. Tandem customer technical support educated customer on using room temperature insulin and to completely remove air from cartridge. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided on 10/25/25 and 10/26/25. Elevated bg was addressed by a correction bolus via the pump. Customer changed pump supplies to address the issue.